Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when performing a running suture technique during anastomosis on a robotic laparoscopic prostatectomy, the thread broke. Another suture was used to complete the case. There was no patient injury.